Event description:
It was reported that during an ophthalmic surgical procedure, the physician assumed they were using the yag mode of the selecta duet laser when in fact the laser was set to slt mode. It was further reported, the patient sustained a foveal burn and loss of vision.

Manufacturer narrative:
A review of the reported event details, conducted by a lumenis medical subject matter expert, concluded root-cause to be device operator failure to determine the treatment mode of the subject device prior to use. Mode mis-selection led to foveal burn within the patient's eye. Within the system design, the remote display clearly shows the active treatment mode to the user, with direct identification of set operating mode (i.e. Slt vs. Nd:yag). No report of device malfunction was received therefore, no evaluation of the subject device occurred.